Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple intermittent occlusion alarms occurred. There was no reported impact to the customer¿s blood glucose level. The customer declined follow up contact from tandem technical support, therefore no additional information could be obtained.